Manufacturer narrative:
Mentor received additional event information that the patient had undergone replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505004bc, left lot-serial # (B)(6). If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with mentor memorygel breast implants (500cc on the left and 475cc on the right) experienced postoperative left-sided implant rupture with cutaneous contour deformity, and right-sided anisomastia. The patient presented with excess skin on the left side of the chest and asymmetrical breasts, and left-sided rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer. Reference number: (B)(4).